Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvederm® vista voluma¿ xc. One year later, patient developed foreign body granulomas. Biopsy was not provided. Patient was treated with hyaluronidase and steroid with no improvement. Patient visited hospital and was prescribed anti-allergy drug. Symptoms improved.